Event description:
Patient initiated to dialysis without complaints pre vital signs, temp 98.3 bp 120/62, 0.7 kg weight loss , pulse 88. Bfr 400 dfr 500, bp 11462 on initiation. Ufr 0.4/hr. 30 minutes into dialysis patient was given 25 mg/250 cc nss as test dose at "nesl slow" rate - pre dialyzer, within 5 minutes patient complained of severe chest pain, bock bain bp 12/80, pulse 120, temp 99.8, infusion was discontinued and patient was given benadryl 50 mg po and 02 at 4l and blood returned to patient with some improvement in symptoms machine, dialyzer and lines changed and dialysis resumed on a dry pack dialyzer. Patient complained of bitter taste in mouth and pain in arm as treatmentwas resumed "cultures on blood" dialyzer and lines were taken, dialysis was terminated. Post dialysis blood pressure 108/64, temperature 100, pulse 100, patient was sent to the hospital and admitted for evaluation. The patient was dialyzed at the hospital and returned to the unit for dialysis 6/4/94.